Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 558-576 mg/dl, a moderate level of ketones and vomiting. Reportedly, the continuous glucose monitor (cgm) sensor readings were inaccurate. Customer was treated with intravenous fluids of saline and insulin, gravol and steroids to address the elevated bg. Customer was discharged 1 days later, (B)(6) 2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.